Event description:
It was reported that an anterior cervical discectomy fusion (acdf) surgery occurred on (B)(6) 2014. After the surgeon tightened the 3.0mm ti cervical spine locking screw (B)(4), it was noticed that a thread of the screw was hanging off. A koker and/or bayonet was used to twist the thread and removed it. The zero-p implant 7mm height lordotic (B)(4) and screw were undamaged and remain in the patient. The surgery was successfully completed without patient harm. A 10 second surgical delay was noted. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.